Event description:
It was reported that the insulation plug end of cable of the camera head was damaged and had wires exposed during an unspecified procedure. There was no report of any patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus regional repair center for the evaluation and reported problem was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: leaking cable, mottled image and image break up. Based on the results of the investigation, the most probable root cause of the reported problem of mottled image was defective ccd (charged coupled device) and malfunction of image break was defective cable which are cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the insulation plug end of cable of the camera head was damaged and had wires exposed. There was no report of any patient harm.